Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigation did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on all three attempts. The instrument was fully functional. Additional observation(s) not reported by the site was/were also identified: failure analysis found the primary failure of the bent grip to be related to the customer reported complaint. The medium-large clip applier instrument was found to have a bent grip and the tip was not aligned with the other grip. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is unknown or not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing properly when applying a clip. The procedure was completed with no reported injury.